Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer was hospitalized on (B)(6) 2017 for a low blood glucose of 37 mg/dl. The patient was treated and released. She was also taken to the ER on (B)(6) 2017 for a low blood glucose of 37 mg/dl. She had two more ER visits on (B)(6) 2017 due to low blood glucose values in the low 30 mg/dl range. Ems assisted her again on (B)(6) for another hypoglycemic episode, which the patient's husband treated via glucagon injection. During troubleshooting the drive support cap appeared normal. However, the caller believed that the insulin pump was over-delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump passed the delivery accuracy test. No cosmetic damage was noted during physical inspection.